Event description:
It was reported, "pt's mother contacted (B)(4). Twenty three year old daughter had a ceramic hip implanted. Squeaking hip. No pain reported."

Manufacturer narrative:
Summary of eval: a review of the provided medical records and x-rays dated (B)(4)2005 by a consultant physician demonstrates all components are in nominal position. All these x-rays show no changes or evidence of bone loss comparing one film with the next. The squeaking, which has been described as having no association with a functional deficit and not apparently associated with pain, has not been described subsequent to the (B)(4)2007 visit. No explanation can be given on a basis of the info reviewed as to the cause of this noise and there is no evidence that it has persisted or, if it has, what its severity is at this time. On (B)(4)2007, it is noted "squeaking" and, "not the least limited functioning". There is no f/u subsequent to the (B)(4)2007 visit in relation to squeaking. Device history records show no reported discrepancies. The complaint handling database shows that there have been no other reported events regarding (B)(4).